Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B3 date of event - correction. B5 describe event or problem - correction. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - correction. H6 health effect - clinical code - correction.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s caretaker found her unconscious and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 680 mg/dl, and it was discovered the patient¿s cgm device was displaying ¿sensor expired¿. Ems treated the patient with IV fluids and transported her to the emergency room. At the ER, the patient was further treated with insulin. The patient stated she was unaware of the sensor expiration until she was told in the hospital. The patient was discharged home after being in the hospital for one week. The patient was in good condition at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.